Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4). This medwatch will cover ft3. Refer to the medwatch with patient identifier (B)(6) for information referring to ft4. The sample was initially tested at the customer site on an e602 analyzer. At the customer site, the patient sample was also treated with polyethylene glycol (peg) and measured on the e602 analyzer. The customer repeated sample measurements on (B)(6)2016 on the e602 analyzer, an architect analyzer, and a centaur analyzer. The results obtained by the customer were reported outside of the laboratory with a disclaimer indicating that the results may be affected by an interfering factor. During investigations, the patient sample was tested on a modular-pe (mod-pe) analyzer and an e411 analyzer. The patient was not adversely affected. The e602 analyzer serial number used at the customer site was asked for, but not provided. The modular-pe analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 124419, with an expiration date of december 2016. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 124419, with an expiration date of december 2016. A specific root cause could not be determined based on the provided information. There was no sample volume remaining for further investigations. A general reagent issue could not be detected. The values generated with the modular-pe analyzer used for investigations and the e602 analyzer at the customer site are above the normal reference range of the assay. The value generated with the e411 analyzer used for investigations is within the normal reference range of the assay. The value generated with the architect analyzer is slightly below the normal reference range of the assay. The value generated with the centaur analyzer is within the normal reference range of the assay. A biological component may be present in the sample that may differently interact with the assay components during the pre-wash procedure. The prewash procedure is in use with the large type of analyzers from roche diagnostics (such as the e602 module and the modular-pe). This may result in discrepant results generated with the large type of analyzers versus the smaller type of analyzers (such as the e411 analyzer) that do not use the prewash procedure. The centaur and architect analyzers also do not have a pre-wash procedure.

Manufacturer narrative:
A new sample was collected from the same patient and tested at the customer site on (B)(6) 2017 on an unknown roche analyzer. The customer complained that the ft3 result did not meet the clinical condition of the patient. The ft3 value obtained at the customer was erroneous. It was asked, but it is not known if the erroneous value was reported outside of the laboratory. The sample was provided for investigation, where it was tested on an e602 analyzer and an e411 analyzer. No adverse events were alleged to have occurred with the patient. The model and serial number of the roche analyzer used at the customer site was asked for, but not provided. The serial numbers of the e602 and e411 analyzers used for investigation was asked for, but not provided. The ft3 value obtained at the customer site was slightly above the normal reference range for the assay. The ft3 values generated during the investigation were within the normal reference range of the assay. A biological component may be present in the sample which interacts with the assay components. The e602 test system includes a pre-wash procedure, whereas the e411 device does not. This may result in discrepant results between the two devices and may explain the higher ft3 value generated at the customer site. There was no sample volume remaining for further investigation, so a root cause investigation was not possible.